Event description:
On october 25, 1993 a 76 year old female with ruptured abdominal aortic aneurysm was admitted to emergency department. The physician ordered two o negative uncrossmatched red blood cell units to be administered immediately. The patient was taken to the surgery departement and all available o negative units of red blood cells were issued followed by o positive units.upon completion of testing the patient was determined to be onegative with anti-d and anti-c antibodies in her serum. Seven of the seventeen units of red blood cells infused were o positive, five of the units were c positive.the original blood specimen had a negative direct antiglobulin test, a total bilirubin of 0.5 mg/dl and a bun of 17 mg/dl. A blood specimen collected at 9750 on 10/25/93 demonstrated a positive direct antiglobulin test. Postopertively the patient developed adult respiratory distress syndrome. The patient received seven additional units of red blood cells during her hospital stay, all of these were o negative, c negative. A blood specimen collecton on 11/11/93 was resulted with a total bilirubin of 38.2 mg/dl and a bun of 121 mg/dl. There was no evidence of intravascular hemolysis.the patient expired on november 11, 1993 at 1820. The cause of death was listed as: 1) respiratory failure, 2) hemoloysis and 3) ruptured abdominal aortic aneurysm.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.